Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) inhibited left ventricular (lv) pacing inhibition. Boston scientific technical services (ts) reviewed the stored episodes and confirmed normal device operation based on programmed parameters. Ts also noted that the lv lead had several recorded instance of high out-of-range pacing impedance measurements. Current measurements are within normal limits. Ts noted this could indicate a lv lead issue or a possible connection issue. The patient is not pacemaker dependent on lv therapy. No adverse patient effects were reported. The patient will be monitored and as of today the device remains in service.